Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Based on all the available information, the cause of the reported dilator tip damage was likely due to a quality control deficiency in the supplier manufacturing process.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon preparation of the device, the physician noticed plastic material at the tip of the dilator. The physician removed the material with their hands and noticed the tip of the dilator was sharp. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath was returned for laboratory analysis.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon preparation of the device, the physician noticed plastic material at the tip of the dilator. The physician removed the material with their hands and noticed the tip of the dilator was sharp. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.